Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason per physician¿s preference.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent an ipg replacement procedure per physician's preference.

Manufacturer narrative:
Additional information was received that the physician suspected that the ipg could have been too deep, but it was his preference to swap out the battery just in case.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent an ipg replacement procedure per physician's preference.